Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the co2 leaks. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the d12lt device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally leak tested and passed. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that the d12lt device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally leak tested and passed. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hz7y; expiration date: 10/2014; manufacturing date: 11/2009. The analysis results of the cb12lt device (c and d) found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from surgeon manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the reported insufflations issues. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device c and d additional information: batch # unk; expiration date: unk; manufacturing date: unk.